Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was unable to verify the customer's reported issue. The device passed 98 hour extended testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator was not delivering volumes while connected to a patient. The customer confirmed there was no patient harm associated with the reported event.